Event description:
It was reported that the patient hit her head on the edge of a window exactly at the site where the left electrode came out of the skull. Several days later, the patient experienced severe gait distortions, likely as a result of a loss of stimulation. The patient was hospitalized to check the dbs system. When the hcp attempted to measure therapy impedance in the constant current mode the physician programmer showed an out-of-regulation message and the therapy impedance measurement was aborted. When the hcp attempted to measure therapy impedance in the constant voltage mode the impedances were shown as "xxx". This also happened with a test voltage of up to 3.0v. When the hcp attempted to measure impedance the programmer showed the message "no failures detected" in the "out-of-range results" filed, but the individual results were listed as "---" for every pole combination. The patient was substituting with oral medication and was doing fine. It was determined that the issue was a 509 error, a software bug that causes stimulation output to be disabled when the patient programmer or physician programmer attempts to measure impedance at the same time the neurostimulator automatically measures the battery status. The ins was reset with a physician mode recharge which solved the problem. Impedance measurements were possible, and some impedance measurements were high, but okay. The clinic was in the process of investigating to determine if the gait disturbance was only caused by the loss of stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead.